Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6) 2022 via email and attached to complaint object. The quantity is 4 of part number g6001392 that is defective on their po number(B)(4) h6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump had a defective battery. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. UDI number, catalog number, model number, serial number are unknown. No information has been provided to date.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. As the defective component is not evaluated or tested in any way during the manufacturing process at ICU medical and the manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review, no product history review was conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.